Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device identified that the fiber is broken within the outer flow tubing 5.5 mm from the control knob, between distal tip and control knob, and exhibits indication of bending, crushed, and no melting at break location. The glass cap exhibits severe devitrification at output window. The outer flow tubing open end exhibits minor scratch marks. The metal cap exhibits mild detritus adhesion on surface. The fiber was tested with hene laser fixture, aim beam is present at break location. There are no signs of detachment along the length of the fiber. The connector cone, segments, and tabs appear in good condition and secured. The control knob and connector are intact and secure; the control knob is attached and aligned with fiber and can rotate the fiber. Based on the broken fiber, an evaluation conclusion code of unintended use error caused or contributed to event was assigned to this investigation.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the first fiber was reported to be broken and reported to have "flashed on the surgeon's retina." A second fiber was opened and reported to have reached maximum joules at 650,015. A third fiber was used to complete the procedure with no clinical consequences to the patient. There was no user information outcome reported due to this event.

Event description:
It was reported that during a photo selective vaporization of the prostate procedure, the first fiber was reported to be broken and reported to have "flashed on the surgeon's retina." A second fiber was opened and reported to have reached maximum joules at 650,015. A third fiber was used to complete the procedure with no clinical consequences to the patient. There was no user information outcome reported due to this event.